Manufacturer narrative:
E1: initial reporter phone no.(B)(6). The device was received for evaluation. During evaluation, the device's speaker was not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a damaged rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of the speaker not working. No additional information is available.